Event description:
It was reported that a half day infusor underinfused. This occurred during infusion of morphine. The reporter stated that the expected infusion time was 5 days; however, at the end of the expected therapy time more than half of the drug solution remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between february 28, 2011 and march 1, 2011. Baxter received one unit for evaluation. The sample was empty because the tubing was cut to drain the fluid. Visual inspection on the unit showed no signs of blockage or abnormality that could have caused the reported no flow problem. The tubing was reconnected and a functional test was performed and continuous flow was observed at the distal luer. The device operated within the desired product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.